Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there was no evidence of alarms related to the alleged issue observed in the pump's black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor was found to be calibrated within specifications. The pump was exercised for 24 hours with no issues observed.